Manufacturer narrative:
This report is filed on december 07, 2016.

Manufacturer narrative:
This report is filed on june 15, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, june 15, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with another device.